Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, documentation, specifications and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, it is feasible that shipping, handling, and/or storage may have contributed to the failure mode. However, without the benefit of visual, dimensional, and/or functional testing of the product, the root cause could not be conclusively determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that a fanelli laparoscopic endobiliary stent set was opened and taken off the delivery system. The device was bent and it fractured on the table prior to delivery. The event occurred prior to patient contact.